Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead exhibited noise and intermittent loss of capture. This lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.